Manufacturer narrative:
(B)(4). Date sent: 11/13/2023; d4: batch #532c98. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 532c98, and no non-conformances were identified.

Event description:
It was reported that during a lap roux en y procedure, the device was loaded with a cartridge and reinforced with ech60r and placed through the trocar for the 6th firing of the procedure. When the surgeon went to fire the device he remarked that it felt like the knife blade was having difficulty cutting and tissue was observed milking out to of the front of the stapler. When the jaws were opened the left side of the staple line had many malformed staples, the staple line was oozy and the slr appeared ragged, and bunched. Circulator opened a new device and a new cartridge and the case proceeded. The surgeon had to apply clips to the staple line as well as go back and redo a section with a new firing. This delayed the case 10 minutes and no patient harm was reported or adverse outcome has been reported to date.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a9dh4n, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide specific details of the technique used to clean device between firings. Swishing is done in a shallow basin, fully articulated and in a horizontal fashion. Were they crossing staple lines and previous slr during this firing? 6th firing was crossing the previous slr buttressed pouch line. If so, approx. At what was angle that staple lines were crossed? New tech did have some trouble loading buttressing on the device prior to handing to surgeon. Tissue could be seen milking out the end of the device during firing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.